Event description:
It was reported that during a lap. Gastric bypass procedure, the device was fired on the bowel and there were malformed staples in the middle of the staple line. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 08/28/2008. Information anticipated, but unavailable at this time.